Manufacturer narrative:
Exemption number (B)(4) - ansell healthcare products llc is submitting this report on behalf of suretex ltd.

Event description:
Customer sent a complaint to our company informing that his wife has developed yeast infection after using lifestyles skyn condoms. This MDR is being filed after our company became aware that his wife had visited a doctor and received treatment for yeast infection.